Manufacturer narrative:
Inspection of the device found the exposed portion of the soft cannula to be stretched and flattened. The soft cannula was observed to be out of specification. Fluid path test was conducted. Upon manual rotation of the ratchet gear, fluid was found to exit the fluid path as intended, even though the exposed portion of the soft cannula was observed to be stretched and flattened. The download data does not contain any alarm, timeouts or drive stalls that would indicate a failure to deliver insulin. It could not be conclusively determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 400 mg/dl. The pod was worn between 4 and 24 hours on the leg. Hyperglycemia treated with a new pod.